Event description:
It was reported that, the subject device's automatic light control was abnormal. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device. Should relevant information become available a supplemental report will be submitted.

Event description:
It was reported that, the subject device's automatic light control was abnormal. The issue occurred during preparation for use. There were no reports of patient harm.